Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin and remained static at 105 units. The customer's blood glucose level was 400 mg/dl, and was addressed by delivering a correction bolus. Multiple attempts were made by tandem¿s technical support to ensure that the fill estimate began to decrease as expected; however, no additional information regarding this event was provided.